Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2013 was to due to an infection. The original surgery was performed on (B)(6) 2013. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices received an adequate 25-40 kgy gamma radiation sterilization dose. All parts were within their expiration date at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records shows that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. It was reported that the patient seeded an infection from uti. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection it was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - no product failure. The patient had an infection stemming from a uti. The surgeon performed irrigation and bereavement of the area and exchanged the parts.